Event description:
Patient had a stent placed previously (2008) in the mid-prox lad. It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous distal lad lesion exhibiting 80% stenosis. No damage noted to device packaging. The device was inspected with no issues noted. The lesion was pre-dilated. During the procedure, it was reported that the device passed through a previously deployed stent in the mid-prox lad on a curve. Resistance was encountered and excessive force used during delivery. It was reported that the resolute integrity stent got stuck in the previously deployed stent. A balloon was used in an attempt to remove the device without success. The physician pulled back hard and the delivery system came out without the stent on the delivery system balloon. The physician crushed the un-deployed stent in to the lad using a non-mdt stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.